Manufacturer narrative:
(B)(4). Concomitant medical product: 010000982 7015966 g7 freedom const e1 lnr 36mm d unknown cup. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:

Event description:
It was reported when attempting to impact two different liners, the ring popped off each one. A third liner was used. The cup remains implanted. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified a circular indentation and scratching on the outer radius. The barb has been deformed and scraped such that a poly strand protrudes from the liner. A screw has been drilled through the outer radius. Half of the rim of the liner has been gouged and ripped away. The portion of the rim remaining on the liner is undamaged. The ring was received disassembled from the liner. Only minor surface blemishes were observed. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.